Event description:
A report of the patient's precision system explanted due to infection was received. No further information regarding the infection or explant was available.

Manufacturer narrative:
The explanted device will not be evaluated as was discarded by the medical facility.